Event description:
It was reported that this pacemaker exhibited undersensing. Technical services (ts) was consulted and determined that some right atrial (ra) beats fell into blanking, which is the potential cause for the atrial tachy response (atr) events to terminate prematurely. Ts provided reprogramming options to avoid blanked ra beats in the future. No adverse patient effects were reported. This pacemaker remains in service.